Manufacturer narrative:
Corrected fields: e4, g3 (medwatch# mw5090888). Good faith efforts (gfes) attempts were made to the customer to obtain relevant repair information and iabp status related to this complaint issue. However, the customer's response did not provide any relevant information in regards to this complaint. If additional information is provided in the future, we will submit a supplemental report.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) showed a full battery level on the display screen. Within 10 minutes of the iabp being unplugged, the battery completely depleted shutting down unit. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit cannot be reviewed per the sop since the serial number for the unit was not provided. Getinge service was not requested in connection with this event. A supplemental report will be submitted if additional information is made available. (B)(6).

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) showed a full battery level on the display screen. Within 10 minutes of the iabp being unplugged, the battery completely depleted shutting down unit. It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.